Event description:
It was reported that the patient was admitted to the ER for repeated seizures. The neurologist stated that the seizures were above baseline but returned back to baseline levels. Patient recently had his device replaced and the physician thinks stress of being in the hospital caused seizures since many of his seizures are now stress related. No additional relevant information has been received to date.